Manufacturer narrative:
Data logs were not available. Returned product was investigated and the cannula had a large amount of biomaterial in the cannula and outflow cage, even after soaking. The pump was connected to a console in lab and high purge pressure reproduced. Then, a window was cut in the catheter just distal to the motor housing, and it was confirmed that no blood had ingressed into the purge line. The catheter was then cut in that location and the high purge pressure immediately resolved. Clinical details state they attempted the tissue plasminogen activator (tpa) protocol, however, it is possible they didn't allow enough time for it to take effect, or there simply was too much buildup. Based on clinical details and returned product, the root cause of the high purge pressure was determined to most likely be biomaterial. Thrombus: since a thrombus was found to be the root cause of the high purge pressure, the investigation of that complication covers both reported complications. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-22365 b1 should have been product problem only e4 should have been left blank g1 reporting contact email h6 code 4644 and 4440 were reported incorrectly. New code was added to health effect - clinical code.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smart assist: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant had an impella 5.5 pump implanted to support 70-year-old male patient with post-cardiotomy cardiogenic shock (pccs) from coronary artery bypass graft (CABG) and valve surgery. The pump was placed but on day 11 there was thrombosis on the cannula. The team gave tissue plasminogen activator, (tpa) for purge system blocked alarms. The tpa did not remedy the issue and the following day the pump was explanted. The patient survived the explant and pocket closure.